Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that a revision procedure was performed to replace this implantable cardioverter defibrillator (ICD) due to normal battery depletion. During the procedure the physician encountered removal difficulty as the header was found to have partially separated from the device body; it was noted to have been implanted sub-muscular. After the device was removed a new ICD was implanted without issue. There were no abnormal measurements observed prior to or during the revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. The header feedthrough wires were found to be fractured as a result of the loose/separated header. Evidence indicates that the loose header was caused by external stress during the explant procedure.